Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image issue occurred due to the following reasons: - a broken or shorted imaging cable - a broken image sensor - a circuit board failure - an abnormal continuity caused by internal water immersion - connector damage or deformation. In addition, the following non-reportable malfunctions were found during the device evaluation: defects of the insertion tube non-bending section, cracking of the bending section rubber adhesive part, air/water leakage in the control section, and air/water leakage from the insertion tube/bending section. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic bronchofibervideoscope had air/water leakages. The issue was found during reprocessing. The device was returned to olympus for inspection and the repair department found the image to be noisy where the subject could not be recognized. This report is being submitted for the image issue found during evaluation. There was no harm or user injury reported due to the event.